Event description:
A discordant low immulite 2500 ipth result was obtained with one (1) pt sample. The physician questioned the result and the lab then repeated the sample in triplicate on a second instrument to confirm. The corrected results were given to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
(B)(4). The plunger with anterior needle tip, posterior cuff and suture with posterior needle tip were not returned. Evaluation of the returned device found the sheath, guide, foot and lever were undamaged. The anterior cuff was still loaded in the foot pocket with the tabs intact. The link had broken off at the posterior cuff. A proxy plunger was inserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, an anterior miss occurred as evidenced by the anterior cuff remaining in the foot pocket. The most probable root cause for the reported cuff miss event and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4).